Manufacturer narrative:
(B)(4). The events of "capsular contracture" baker grade unknown and "suspected bia-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "capsular contracture" baker grade unknown and "suspected bia-alcl."

Event description:
Patient reported unknown side "capsular contracture" baker grade unknown and "suspected bia-alcl." Biomarkers were not reported. Device was explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported for right side "cd30- and alk- biomarkers on biopsy", "slight seroma", "pain", "synovial metaplasia", "chronic nonspecific inflammation," and "dystrophic calcification." Device was explanted. Treatment: device explant, capsule completely removed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. Yellow particles observed in the surface of the shell. Crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported unknown side "capsular contracture" baker grade unknown and "suspected bia-alcl." Healthcare professional reported for right side cd30- and alk- biomarkers on biopsy, "slight seroma," "chronic nonspecific inflammation," and "dystrophic calcification." Healthcare professional later reported "surgery due to capsular contracture iii, small amount of seroma and pain.¿ device was explanted.

Event description:
Patient reported unknown side "capsular contracture" baker grade unknown and "suspected bia-alcl." Healthcare professional reported for right side cd30- and alk- biomarkers on biopsy, "slight seroma," "chronic nonspecific inflammation," and "dystrophic calcification." Healthcare professional later reported "surgery due to capsular contracture iii, small amount of seroma and pain.¿ device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.